Manufacturer narrative:
(B)(4). Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Event description:
Information was received by the representative on 11-20-2015 who confirmed that the marcaine concentration was indeed 4.5 mg/ml. The indication for use was spasticity and nociceptive pain. The cause of the motor stall was not known. There was no magnetic resonance imaging (MRI) scan and no elective replacement indicator (eri) as that was estimated at 10 months. The inability to update the pump the saw on the screen ¿motor stall occurred¿. They updated the pump and interrogated it again and saw on the screen again ¿motor stall occurred¿. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On 10-26-2015, information was received from representative regarding a patient in (B)(6) who was receiving lioresal 200 mcg/ml at a dose of 265 mcg/day and marcaine 4.5 "mg/m." At a dose of 5.9 mg/day via an implantable pump. The lot numbers and concomitant medications were unobtainable. The indication for use was not provided. On (B)(6) 2015 a critical pump alarm occurred heard by the patient. Upon interrogation a pump motor stall occurred 10 months prior to the elective replacement indicator (eri). It was not possible to update the pump. The patient did not experience withdrawal symptoms. The neurosurgeon immediately planned a replacement of the pump on (B)(6) 2015. The issue was reported as resolved and the patient's status was reported as alive-no injury at the time of the report. Additional information has been requested regarding the indication for use, potential causes of the stall and details, and to clarify marcaine concentration but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.